Event description:
Doctor reports a cloudy optic at 5 months post operative on an implanted intraocular lens. Physician is unable to determine when the lens became cloudy as patient has not been seen since 1 day post-op. Lens will not be implanted due to the patient's advanced age.

Manufacturer narrative:
The device remains implanted. This lens is one of 55 intraocular lenses that are part of a voluntary recall. The manufacturer believes that these lenses may have been exposed to a chemical substance or environmental contaminant while residing at the same surgery center. Product history records were reviewed and indicate the lens met release criteria.